Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported to edwards tech support department that during use of a swan-ganz catheter in a case, a high continuous cardiac output (cco) value, above 13 and 15, was observed on a vig2 monitor. The physician realized the numbers were inaccurate and did not treat the patient based on the values. No patient injury was reported. Patient demographics were requested and not provided. The affected model and lot number of the suspect catheter were also not provided. At the time of the reported incident, the catheter remained in the patient, but the customer stated he would try to save it for return once it's been pulled.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
MDR reports were submit for the concomitant electronic products involved in this event. The MDR report numbers are: 2015691-2019-00062 (vigilance ii monitor) and 2015691-2019-00063 (70cc2 cable).